Event description:
The following has been reported: biomed reported: "9240713538, fixed dsps boot pulled back, provisioned pump, ran functional checks, replace handle, new handle sn (B)(6), replaced broken handle (B)(6), installed new gaskets. Front housing through final acceptance test - pass provision pump to test server, waiting for unit to go into heratherm, loaded into heratherm @ (B)(6) 2025 4:20 pm, taken out of heratherm @ (B)(6) 2025 4:20 am, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service. Work order type corrective maintenance, order description dsps boot pulled back, problem cause equipment abuse, resolution code replaced part, resolution detail deep clean pins and mechanism." A preliminary review identified the following issue: tubing set error (cassette not fully loaded) - dsps sensor grommet has been pushed down past its standard installation location. Uknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported tubing set error issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.